Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. Embolism/ischemia/ppae: no product returned. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale: the patient is a 77-year-old female supported with an impella cp (sn (B)(6)) for the indication of acute myocardial infarction with cardiogenic shock. Her pre support clinical condition was consistent with scai shock stage d. The impella was explanted at the bedside on (B)(6) 2026 at 2:45 pm using previously deployed perclose sutures, after which a femstop device was applied. At the time of explant, the patient was not receiving heparin. Following the procedure, nursing staff reported absent pulses below the knee on the ipsilateral limb. On (B)(6), it was reported that the patient had undergone an embolectomy. Based on the available clinical information, the reported loss of distal pulses occurred after device explant while the patient was off anticoagulation and distal embolization, are known potential risks associated with large bore femoral arterial access and impella support. The device was removed as intended, and no evidence has been provided indicating a device performance issue. The patient underwent embolectomy with subsequent improvement. The device is not available for return; without the returned device no evaluation can be performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.